Event description:
It was reported the pt (B)(6) had been experiencing pain and discomfort caused by heating at the ipg site. Reprogramming and a replacement charging system did not resolve the issue. The ipg was removed and replaced on (B)(6) 2012 which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.